Event description:
It was reported that patient had a burn on patients skin. The blister was noticed after the grounding pad was removed. It was reported that the application site was not clean and the grounding pad was applied posterior to the right thigh. The patient was provided silvadene ointment and the patients blister was healing appropriately.

Event description:
It was reported that the patient had a burn on patients skin. The blister was noticed after the grounding pad was removed. It was reported that the application site was not clean and the grounding pad was applied posterior to the right thigh. The patient was provided silvadene ointment and the patients blister was healing appropriately.

Manufacturer narrative:
Rfg-4-120v (sn (B)(6)). The returned rf generator was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes that the grounding pads were at fault for the burn (MFR. Report no. 3006630150-2022-05905) and not the generator. The unit passed all visual and functional tests despite the overlap in the recommended calibration date for preventive maintenance.